Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump did not vibrate when they pressed act using up arrow to set an easy bolus amount. The customer mentioned that the pump did not vibrate during vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump was received with no vibrator alarm due to a broken vibrator motor wire. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.